Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to broken connector on interface board. The motor passed the motor test. Motor position encoder error alarm was not verified and displacement test was not performed due to motor error alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched keypad overlay, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 220mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.